Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm / 2.0cm / 135cm pcb 2cm balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the pcb 2cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was observed inside the balloon which is evidence of a device leak. A leak test was carried out which identified a balloon pinhole located approximately 10mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm / 2.0cm / 135cm pcb 2cm balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported.